Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that unspecified bd¿ pen was not working. The following information was provided by the initial reporter: on 31/may/2019 at 05:03 pm, a customer service representative at a pharmacy called and stated apokyn as provided to the patient. The patient's representative (caregiver) called and reported that on the (B)(6) 2019, the patient notified the nurse that the pen quit working properly. Initial pc report intake on 10/jun/2019 at 04:44 pm, a call was made to the caregiver for the apokyn lot # and expiration date. The caregiver stated that he would look into information about apokyn and return a call.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen was not working. The following information was provided by the initial reporter: on (B)(6) 2019 at 05:03 pm, a customer service representative at a pharmacy called and stated apokyn as provided to the patient. The patient's representative (caregiver) called and reported that on (B)(6) the patient notified the nurse that the pen quit working properly. Initial pc report intake. On 10/jun/2019 at 04:44 pm, a call was made to the caregiver for the apokyn lot # and expiration date. The caregiver stated that he would look into information about apokyn and return a call.